Manufacturer narrative:
The user facility has not involved the local dräger s&s organization into any follow-up measures and did not provide further details upon request. The ufr has inconsistencies that could not be removed - the registration number belongs to the dräger savina but the product name stated in the report is "v60" which is a device of a different manufacturer, philipps. Dräger is unable to draw a conclusion what might have caused the reported observation. If no flow is being detected at the patient opening, this may be related to a large leakage in the patient circuit outside the device, to malfunction (e.g. Issues with the turbine), use error (ventilation mode selected but device still in standby) or a combination of certain factors (device put into operation with a worn battery followed by a loss of mains power). Finally, the concerned device may even not be a dräger product; there was no s/n information transmitted. Reportedly, an alarm was posted which confirms that the device responded as intended upon an error condition of unknown origin. Further conclusions can't be made. Remark: the (B)(6) hospital has filed 11 user facility reports in the recent 4 weeks to the adr system without contacting the local dräger s&s organization in any of the events and with significant delay after the occurrence in individual cases. The descriptions of event do not provide sufficient information or are not plausible. Dräger reached out to the contact person named in the ufr but was unable to obtain further information. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results of the manufacturer.

Event description:
It was reported that the device exhibited a ventilator failure; reportedly the device posted an alarm during use, and no flow was delivered to the patient opening. The patinet was transferred to another device in a controlled maneuver; no health consequences have reportedly occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.